Event description:
It was reported that at the patient's initial follow up, the lead was exhibiting high impedances and high thresholds. As the physician suspected a fracture or insulation break, the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found; full lead returned and analyzed. It was reported that at the patient's initial follow up, the lead was exhibiting high impedances and high thresholds. As the physician suspected a fracture or insulation break, the lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high insulation, hole(s) in lead(s), fracture of high threshold.